Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during implant, the right ventricular amplitude was 19.3 mv, the threshold was 0.7 v, and the impedance was around 963 ohms. The patient recently presented to the emergency room with chest pain. The device was checked, and it was determined the rv impedance was normal, but they could not get a r wave. On the programmer, it looked like there was rv capture. On the surface electrogram, however; there was no rv capture. It was noted the rv amplitude was around 17.5 mv several days after implant and then suddenly decreased. The rv pacing impedance was trending downwards from around 963 ohms at implant to around 586 ohms about a month later. Technical services discussed the possible causes for the clinical observations. The device was reprogrammed to provide pacing and sensing only in the atrium until the rv lead could be revised. Further information was provided that the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that, during the revision procedure for the perforation, the helix would no longer retract. A new right ventricular (rv) lead was therefore implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that the right ventricular (rv) loss of capture, decreased impedances and low amplitude were caused by a small perforation. The perforation was confirmed under fluoroscopy. As a result of the perforation, the patient experienced a pericardial effusion and chest pain. It was noted the patient's system has been checked since the new rv lead was implanted, and normal device function was observed. No additional adverse patient effects were reported. The rv lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the neck region. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism test was not performed due to dried blood in the helix housing and a deformed cathode coil. The stuck helix allegation was confirmed based on the x-ray observation of a necked-down cathode coil near the terminal pin, which blocked passage of the stylet. There were no fractures noted under x-ray. Laboratory testing was unable to reproduce the reported clinical observations of low amplitude, loss of capture, low impedance and perforation.